Event description:
The customer reported, the 9800 system displayed a precharge failure error code. No patient injury was reported.

Manufacturer narrative:
There was an error code displayed. The customer unplugged the unit several times and was able to release the error code message.